Event description:
The manufacturer received information from uno legal litigation in reference to a repaired/recertified dreamstation CPAP with an allegation of nose irritation, respiratory tract irritation, dizziness and/or headache and lung disease. The manufacturer was made aware of this complaint through a representative of the customer. After the multiple attempts to have the device and components returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed.

Manufacturer narrative:
Repair evaluation information was received on 03/30/2022 and section h11 should be reported as: the manufacturer received information from uno legal litigation in reference to a repaired/recertified dreamstation CPAP with an allegation of nose irritation, respiratory tract irritation, dizziness and/or headache and lung disease. The manufacturer was made aware of this complaint through a representative of the customer. The device was returned to the manufacturer' service center for further evaluation. The device was evaluated. There were no visual findings to the external part of the device. The internal aspect of the device was inspected. The device powered on and airflow was confirmed. The device's downloaded logs were reviewed. There were no errors found and there were no visible foam degradation and unit passed final test. In box d: device serviced by 3rdp, device avail. For eval and date returned was updated. In box h: device eval. By mfg, evaluation method code grid, evaluation results code grid and conclusion code grid has been updated.